Manufacturer narrative:
Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous.

Event description:
Descemet's detachment occurred during surgery and confirmed with asoct. Viscoelastic was used during canaloplasty with itrack advance. The surgeon created venting ports, injected air into ac, and pressurised the ac to remove the ovd from the descemet detachment. An air bubble was left in the eye to end the case. Post op, the surgeon added muro 128 to patient post op. Descemet detachment was reported as resolving.